Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2017 at approximately 11:00 p.m., pump displayed "e6". Customer replaced cartridge but pump could not be restarted. Customer changed the battery and the battery cover but pump did not turn on. Since customer did not have pen/syringe, customer took 6x metformin 500mg (usually customer needs 4x metformin / day). He went to his general practitioner on (B)(6) 2017. Doctor measured blood glucose reading (386mg/dl at 07.00 a.m.) And injected 22 ie apidra. Customer suffered from headache and sickness. A request was made for the return of the device.